Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination, however, review of the provided photo confirmed the reported loosening. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune tka to treat severe osteoarthritis. The patella was resurfaced and depuy cement was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain and small effusion secondary to tibial tray loosening. Upon entering the joint, the surgeon encountered and debrided, green-colored nodular synovitis that covered the entire periarticular surface of the joint. The tibial tray was loosened and debonded at the cement to implant interface and easily removed. The surgeon discovered poor tibial bone stock with metaphyseal tibial bone loss upon removal of the cement. The femoral component was well-fixed but revived to accommodate the revision tibial components. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient was revised with a competitor knee revision construct. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, left knee.